Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was successfully capped and replaced on (B)(6) 2017 due to noise. The patient will continue to be monitored with routine follow-up.